Manufacturer narrative:
Follow-up #1 04/06/2016 device evaluation: the inserter has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: overall visual inspection of the inserter was performed; no damage was noted to the outside casing of the inserter, or the release button or safety, however a small gouge was noted on the inserter clip. During testing the device was loaded and fired multiple times without inhibition. During testing, it was noted that the device was able to be cocked back in a slightly skewed orientation. The device was found to fire without difficulty however the safety slide was found to get stuck in this configuration. The instructions for use tell the user to use two fingers to press back the tray which prevents this issue from occurring. The device was disassembled for further inspection. The inserter clips were found to have additional wear on the tabs where the clips interact with the inserter tray. The inserter tray also showed signs of wear on the perimeter tabs. The wear appears to be related to cocking the device improperly in the skewed configuration. It is unclear at this time if the incorrect loading of the device in a skewed configuration may have been the issue the patient was referring however the device was found to be firing appropriately.

Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the inserter was difficult to use and became stuck several times. It was said that the "button to trigger the inserter gets stuck." There was no allegation that the malfunction caused or contributed to an adverse event. This complaint is being reported based on the following conclusion: if the inserter could not be used, the patch would also be unusable. The patient would not be able to deliver insulin via the patch.